Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings:. Black box review shows ¿loss of prime¿ warnings associated with non-zero low force. An ¿ezprime¿ sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; no contamination or damage to the force sensor circuit was observed. Unidentified force low observed in the black box, force sensor calibration in specification.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump has emitted multiple loss of prime warnings, at least 10 times within the last week. Reporter states loss of prime started on (B)(6) 2014 when patient was at school. The school nurse called and told reporter the pump was alarming loss of prime before she bolused patient. Reporter states she has changed the cartridge and pump still alarming; states she does cycle cartridge, fills with room temperature insulin, changes every 3 days and does not reuse. The patient had a blood glucose (bg) of 340mg/dl, was irritable and did not feel well. Reporter bolused through pump and gave manual injection. Customer support (cs) found there was no loss of power, no loose cartridge cap, no change in force or change in temperature. Cs advised reported to have patient go to an alternate delivery plan until replacement pump arrives, but reporter does not want to. Cs advised reporter to monitor bg and re-prime as needed. The bg excursion does meet the criteria for an adverse event. This complaint is being reported because the loss of prime issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.